Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was removed from service due to elevated threshold measurements. The lead was disconnected from the device and no pacing or capture was observed through testing with the pacing system analyzer (psa). No additional adverse patient effects were reported.